Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to the second of two devices used during the same procedure on (B)(6) 2015. Refer to manufacturer report # 3005099803-2015-02825 for the other associated device information. According to the nurse, during the procedure, the physician was able to capture the polyp using the first snare but the handle cannula became bent and they were unable to cut the polyp. They could not remove the snare loop so they cut the wire leaving the loop embedded in the polyp; at this point the scope was removed from the patient. The scope was then reinserted and a 27mm snare was used but it failed to cut as well. The second snare and the scope were removed from the patient; at that point the first snare disengaged from the polyp without harm to the patient. The polyp was left in place and marked using a contrast media. The patient is currently stable and under observation awaiting surgery.